Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer reported that the transmitter does not blink when connected to the sensor. The customer removed sensor and noticed that here is no cannula when it was removed. The customer was advised we will send replacement sensor and return the malfunction sensor.